Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2110886. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the tubing clamp on the bd intima-ii¿ closed IV catheter system was defective and couldn't be clamped during use. The following information was provided by the initial reporter, translated from chinese: "in the afternoon, the patient was given fluids, and the indwelling needle was opened for puncture. After the puncture was completed, it was found that the indwelling needle clamp could not be clamped. After communication and explanation with the patient, the indwelling needle was pulled out and the catheter was re-inserted."